Event description:
It was noted that the patient presented to clinic for a follow up. It was reported that the pacemaker was in backup vvi mode. The pacemaker was explanted and replaced. The patient was in stable condition.